Manufacturer narrative:
Batch review performed on 29-04-2025. Lot 2340766: (B)(4) items manufactured and released on 12-02-2024. Expiration date: 2029-01-23. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Additional implants revised: batch review performed on 29-04-2025 on gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826) lot. 2404838 lot 2404838: (B)(4) items manufactured and released on 22-05-2024. Expiration date: 2029-05-06. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Batch review performed on 29-04-2025 on gmk-sphere 02.12.e0410fr tibial insert fixed sphere flex size 4/10 mm r e-cross (k202022) lot. 2401137. Lot 2401137: (B)(4) items manufactured and released on 26-02-2024. Expiration date: 2029-02-07. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about two weeks from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all hardware and implanted an antibiotic spacer. The surgery was completed successfully.